Manufacturer narrative:
The analysis of the returned power base unit pt cable confirmed the report of low voltage alarms while the pt was tethered to the power base unit. Functional testing performed revealed that system voltage provided via the pt cable was below the normal operating range with both power leads connected. After approx 2 minutes of operation, the system voltage decreased, which initiated a yellow battery alarm for low voltage. The eval of the power base unit pt cable revealed that the low voltage alarm was related to shield/wire conductor breakdown in the while and black power lead wire conductors adjacent to the bend relief and y-junction of each lead. The wire conductor breakdown in both leads contributed to a high resistance variation across the cable resulting in decreased voltage to the system controller resulting in a low voltage situation. The eval indicates that the cause of the wire conductor breakdown appeared to be related to fatigue due to wear and tear as a result of repetitive lead flexing in that area. No further info is available. The MFR is closing its file on this event.

Event description:
The pt was implanted with a left ventricular assist device. The vad coordinator reported that the pt became symptomatic while connected with the power base unit cable. Replacing the power base unit cable resolved the issue.